Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that an MRI was being performed to check for a ¿possible granuloma at the tip of the wire.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.